Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/30/16. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2016 with the following findings: evidence of moisture behind display lens. Pump powers with returned battery cap to a multicolored display image. Battery compartment crack observed below grip pad. Cover crack observed between corner of lens and case seal.3. Leak test shows leak at cover crack. Removed pump case. Evidence of moisture contamination throughout inside of pump including display flex cable/connector..4. Some checklist steps failed due to internal moisture damage.